Event description:
It was reported that a clear link administration set had its gland stuck in an open position. This was noticed when the set was disconnected from the secondary set. The device was being used with a baxter infusion pump and a secondary set to infuse a non-baxter drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was functionally tested with an in-house solution bag, secondary set and sigma pump with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.